Event description:
Imp # 3006639916-2015-00143.

Manufacturer narrative:
On 07/28/2015 the retrieved item have been analyzed by (B)(4) project manager with the following outcomes: observing the explanted liner assembled with the femoral head, some scratches on the external surface of the liner can be noted, probably caused by the extraction phase. It is not possible from the inspection of the implants determine the root cause of the event.

Event description:
(B)(4).

Manufacturer narrative:
On 10 september 2015 it was prepared a final report with the information already submitted in the initial report and in the follow up #1. On 11 september 2015 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Batch review performed on july 07, 2015: lot 150127: (B)(4) devices manufactured and released on april 20, 2015. No anomalies found related to the problem. To date, (B)(4) liners of the lot have been already sold without any similar reported issue. Lot 104628: (B)(4) heads manufactured and released on march 30, 2011. No anomalies found related to the problem. To date, (B)(4) heads of the lot have been already sold without any similar reported issue. On june 22, 2015, it was verified that this was the first events on the lots involved in the complaint and that there are no other events registered on the same sterilization lots of the pieces involved in the complaint. On july 06, 2015, it was communicated that no add'l info about patogen was received yet.